Event description:
It was reported that a 45-year-old caucasian female patient underwent a primary breast augmentation surgery with a 420cc mentor smooth round high profile saline breast implant. Post-operatively, the patient had a mammogram. During the mammogram, the patient felt a tearing feeling and experienced a large bruise on her right breast. A physical exam indicated that the patient¿s right breast prosthesis was deflated. As a result, the patient underwent removal and replacement with a 420cc mentor smooth round high profile saline breast implant on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 14, 2022, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had two (2) tears on the anterior view, measuring approximately 1 cm and 1.6 cm, respectively. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. Manufacturer's reference number: (B)(4).